Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on march 23, 2016. Method: actual device evaluated; device-to-device interaction testing; visual inspection; manufacturing review. Results: improper composition/concentration; conclusions: known inherent risk of procedure. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found have difficulties connecting to the cdi500 monitors. The strength of the magnet in the complaint unit was measured and was found to be lower than normal. The root cause of this failure is defective magnets that have a low magnetic strength; therefore, this event has been confirmed. These magnets are manufactured by an outside supplier, arnold magnet technologies. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the cuvette was failed to determine the ht/so2. This issue occurred during the entire extracorporeal circulation. This event is associated with a voluntary safety alert distributed by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. *no known impact or consequence to patient. *product was changed out. *unknown if the surgery was completed successfully.